Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient had redness/purple discoloration at the neurostimulator pocket site. It was also swollen and hot at the site. Her device was turned off and ice was applied to the area. Follow-up information received indicated that the patient was hospitalized due to cellulitis at the pocket site. She was treated with intravenous antibiotics and the cellulitis resolved. She was then able to turn the device back on and use it until it was replaced. If additional information is received, a follow-up report will be sent.